Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited noise on an electrogram (egm) and high impedance values. The patient was seen for a surgical procedure where the lead was capped and replaced due to a suspected conductor fracture. The device was also explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.